Manufacturer narrative:
The field complaint of inability to extract lead from header was confirmed. The device was received in normal working conditions with the header partially broken off. The device header was partially broken off into pieces during the replacement procedure, which is consistent with explant damage. Analysis of the device image displayed normal device characteristics. Limited further analysis was performed due to the damaged header. Further analysis performed exhibited normal device functionality with battery voltage at elective replacement indicator (eri) level. A longevity assessment was performed, and the implant duration exceeded the total projected longevity based on field settings.

Event description:
During device replacement due to normal battery depletion, the right ventricular (rv) lead could not be removed from the header of the device. The rv lead was capped and replaced and the device was explanted and replaced to resolve the event. The patient was stable following the procedure. There were no adverse consequences. Related manufacturer's reference number: (B)(4).